Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe was used in a procedure. According to the complainant, during the procedure, the gold probe failed to cauterized. The procedure was completed with another gold probe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation result: a visual evaluation of the returned device presented no visible failures. An electrical load test was performed and the results were found to be within specification. The investigation was unable to confirm the reported event of injection gold probe failed to cauterize. Based on all gathered information and investigation results, there is no evidence of either the alleged issue or any defect which could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a gold probe was used in a procedure. According to the complainant, during the procedure, the gold probe failed to cauterized. The procedure was completed with another gold probe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.